Event description:
Pt was revised to address loosening of the tibial tray, poly wear, and osteolysis. It was reported that the tibial tray had subsided into varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.